Event description:
The manufacturer received information alleging a ventilation service required error code was found on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, oxygen blending module (obm) accuracy urgent, was observed on the device's error log. The manufacturer's service technician further evaluated, and the software was outdated on the device. In conclusion, the device's software was upgraded to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the threaded cap was replaced for missing on the device, which is unrelated to the reported issue. The pollen filter was replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.